Event description:
Reference number (B)(4). Event occured in canada. It was reported that, the patient experienced infusion set fell off event on (B)(6) 2025. Incident of bruising and soreness at the infusion set insertion site was noted. The infusion set had been in place for approximately one day when this occurred. As a consequence of this issue, the patient's blood glucose (bg) level elevated to 26 mmol/l. To manage the high bg, the patient administered a correction bolus through their pump. The patient ultimately resolved the problem by replacing the infusion set, which allowed for the successful resumption of insulin delivery. No further information available.